Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A complete lead was returned for analysis. External insulation abrasion was noted at 47.7 - 47.8 cm from the connector pin consistent with lead friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.